Event description:
It was reported that an ilet user with a dexcom g7 continuous glucose monitor (cgm) experienced difficulty pairing a new sensor to the ilet after replacing a sensor, resulting in repeated prompts to start the sensor and the dexcom app returning to the pair-new-sensor screen; dosing stops soon and not paired alerts were noted, and pairing to the ilet failed while blood glucose was not affected. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and dexcom. Investigation of this case revealed an interoperability problem between the cgm and the ilet with intermittent communication failure, involving the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.